Event description:
The product was used during a hysterectomy procedure. Reportedly, the needle detached and the suture broke. The surgeon used another suture to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
It has come to co's attention since the submission of the initial report on 11/5/1997, that the device code is entered incorrectly.